Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and corrective actions for the device described in this report. The device is not distributed in USA but similar device is distributed under k112360. The MFR has not rec'd the device for investigation. A request to obtain the device was issued. Once the device became available, the investigation will begin to determine the root-cause. A supplemental medwatch will be submitted when further info becomes available.

Event description:
It was reported that during a procedure, a blood leakage occurred from the bottom of the pls oxygenator from the gas outlet placed on the bottom of the device. (B)(4).